Event description:
It was reported that intermittent loss of ventricular sensing was observed. Review of the segm revealed a pseudo pseudo fusion beat that was then followed by a vf episode. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
.